Manufacturer narrative:
(B)(4). Post marketing vigilance (pmv) received one device, opened by the account with the appropriate display box and blister packaging. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. A broken needle was found in the jaws of instrument 1. The jaw gap was measured for both devices and instrument 1 did not meet specification. Witness marks on the bevel wall were observed for both devices. Shearing was also observed on the toggle switches for instrument 2. The broken needle was removed from the jaws of instrument 1. Both instruments were loaded with a needle from the post marketing vigilance (pmv) inventory and applied to test media. Pressure was exerted on the needle in all directions from both sides of the jaws during this test in an effort to simulate clinical conditions. The three instruments were found to function properly and each needle remained intact. No difficulty was experienced in loading, unloading, or toggling the needle for both instruments. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
Manufacturer reference number: (B)(4).

Event description:
According to the reporter, the needle fell out of the device. There was no reported patient injury or adverse event.

Manufacturer narrative:
(B)(4).